Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery faults) is being investigated. As received, the battery would not charge in the charger or power on a monitor. A root cause investigation is currently underway at the battery supplier. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pack was issued a replacement battery pack.

Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt's battery pack was getting messages that the battery had a problem when placed on the charger. The pt was issued a replacement battery pack.